Manufacturer narrative:
(B)(4). The pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. The pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. However, power management tool confirmed unexpected battery power loss due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer received new battery cap, insulin pump was still draining battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.